Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 26-jul-2017, fse arrived at the site to address the reported event. Fse checked the tip alignments and ran the "get corner tips on 6 racks" macro without issue. Additionally he cleaned the suction cup with an alcohol wipe and checked pressure settings with and without cups. Values were -23 and -5 respectively, which were in range. Next he cleaned the main and hybrid arm sample nozzles with alcohol. Fse followed up again with the customer oon 27-jul-2018. The customer reported no issues with patients or quality control (qc). No further action was required by field service. The most probable cause of the reported event was due to contamination of the sample nozzle.

Event description:
On (B)(6) 2017, the customer reported multiple issues with the cups jamming in the waste chute for their aia-2000st analyzer. The customer attempted to on (B)(6) 2017, the customer reported that tips were not being picked up, or were intermittently missed with their a1a-2000st. There were no system errors, only random flags. The customer attempted to load the tips manually without success. She subsequently removed the bent tips from the device. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of afp and bhcg patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.